Manufacturer narrative:
Star sliding core was confirmed to be broken. Cause of breakage unk. Review of mfg record showed no anomalies. Talar component not returned.

Event description:
Pt had star talar component and sliding core revised.